Manufacturer narrative:
The device was not returned, and review of the device history record revealed nothing relevant to this event. The cause of this event could not be determined from the info available, and without device eval. This is the first complaint of this type for this part/lot combination.